Event description:
A lab comparison was performed on a patient. The lab result was 323mg/dl and the device was 480mg/dl. Controls were stated to be in range, but values were not given. A request was made for the return of the suspect device and replacement product was sent.